Manufacturer narrative:
The bottom of the meter display was found to be missing segments. It was also discovered the bottom of the display was dislodged from the pc board. When the display was seated back onto the pc board, it began to work normally. The evaluation of the inside of the meter also found a bent knife and jammed mechanism. The test strip release button was broken and the upper case mounting post was broken at the upper case. The damage to the meter was likely caused by customer misuse (forcing the push/pull handle through a jam and possibly dropping the meter).

Event description:
A customer from (B)(4) contacted customer service for help with a breeze2 meter. At some point, it was discovered segments were missing from the meter display. It's not clear if the customer was aware of the missing segments, but no adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.